Manufacturer narrative:
The insulin pump was received with depleted alkaline battery. Failure analysis found a cracked reservoir tube lip during visual inspection. The insulin pump passed functional test including prime, displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm tests. However, intermittent button response was noted during failure analysis. The root cause could not be determined due to pump preservation. Data analysis: insulin history download was shows that from (B)(6) 2015 to (B)(6) 2015 pump had a daily total of 48.0u to 74.0u. Basal daily total was 43.2u to 48.0u. The bolus daily total was 0.0u to 26.3u.

Event description:
The customer's wife reported via phone call that customer passed away on (B)(6) 2015 in an ambulance. The official cause of death was from a heart attack. Customer's blood glucose at the time of death was unknown. The wife stated, the customer was not feeling well and began to vomit prior to their passing. It was also found the customer passed out before being transported to the hospital. The caller also reported, the customer had high blood pressure as a result of their diabetes complication. It was also unknown if the customer used sensors. The caller stated, the customer was not wearing a sensor at the time of their passing. It was reported, the customer was wearing the insulin pump at the time of death. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
Additional information has been received that was not included with the initial report. The information has been provided with this report. The insulin pump passed the delivery volume accuracy test.